Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer and pelvic adhesions. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, cystitis, vaginal infection, fatigue, nausea, migraine and headache outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: results of confirm. Test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Reporter information updated. Other relevant history updated. Essure start date was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer and pelvic adhesions. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, cystitis, vaginal infection, fatigue, nausea, migraine and headache outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: results of confirm. Test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.